Manufacturer narrative:
Additional data. H6 coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that a patient with pain was revised approximately 6 months post-operatively to address one migrated ozark self-starting, variable screw at c6 and one ozark plate with a fractured locking mechanism. This report captures the plate.

Event description:
A company representative reported that a patient with pain was revised approximately 6 months post-operatively to address one migrated ozark self-starting, variable screw at c6 and one ozark plate with a fractured locking mechanism. This report captures the plate.